Manufacturer narrative:
This ipg serial number is included in a field advisory. Eval results: the complaint could not be confirmed. As received, the returned ipg was functionally tested and passed all testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2011-10290, 10291. The pt received the scs sys on (B)(6) 2009 which consisted of an ipg and two leads (from different lots). It was reported the pt was experiencing discomfort at the ipg site. In addition, the pt reported the stimulation was only effective in relieving his leg pain; however, coverage was needed in his back as well. The ipg was removed on (B)(6) 2011. Both leads were left implanted.